Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a nurse that the customer was getting too much insulin at night and needed their basal rates changed. The customer got hospitalized on (B)(6) 2017 due to weakness but caller is unsure if this was related to low blood glucose. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the new basal rates were not available at the time of the call and the nurse could not tough the pump. The insulin pump will not be returned for analysis.